Event description:
It was reported that during a bankart repair, the bio mini-revo suture anchor broke during insertion and was retrieved. An alternate anchor was used to complete the case. There was no injury or delay related to this event.

Manufacturer narrative:
To date, this product has not been returned for evaluation. If further information becomes available, a follow-up report will be sent. This product will continue to be monitored. The customer will be contacted by the sales representative to provide any additional inservicing needs for this product.